Event description:
It was reported that during a procedure at the user facility, the core impaction drill burnt the upper left lip of the patient. The burn was less than a quarter inch in size, was superficial, and fully healed within days. Vaseline was applied topically at the time of the event. No additional treatment was required, and no medical intervention was necessary. The procedure was completed successfully using back-up equipment without a clinically significant delay.